Event description:
Accessed the posterior tibial artery and attempted to cross retrograde fashion. Unsuccessful so we stuck antegrade common femoral artery and attempted to cross is that fashion. Tried to engage the medial tract of the proximal cap and the wire twisted around itself. At that point we removed the wire and noticed there was still some of the tip of the navicross. We removed the navicross and pushed the remaining portion of the wire out of the catheter and you could see the act fall apart on the table. No parts remained in the patients body after the procedure. Continued with the procedure and crossed lesion and treated and had a successful case.